Manufacturer narrative:
Review of the primary operative notes does not indicate root cause. It is unk if the cement was allowed to cure with the knee in full extension. Revision operative notes indicate the femoral component was inspected and found to be well fixed with no signs of loosening. Micromotion was identified between the cement mantle and the anterior bone. The frozen section obtained was analyzed and found to be negative for infection. Root cause remains unk at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. This event was previously submitted under manufacturing report #1822565-2014-00072.

Event description:
It is reported that the pt was revised due to knee pain and loosening.